Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the left ventricular lead failed to be deployed. The lead kept retracting, so it was removed and replaced. Patient was in stable condition.